Event description:
Confusion and bleeding; dexcom applicator needle become locked in my abdomen when applying new dexcom sensor. As the adhesive already being on the abdomen created difficultly in removing the device. When removed it caused bleeding and bruising from difficulty removing. This have happened on several occasions. Told by rep they know this lot has issues but have recalled as some work without issue. I think this is dangerous medical device quality issue and needs addressing. N/a as my blood sugar monitor malfunctioned. FDA safety report ID# (B)(4).